Manufacturer narrative:
A steris service technician arrived onsite to inspect the table subject of the reported event. The technician inspected the table and found the floor locks and hand control to be operating properly. The technician further inspected the table and found that two of the floor lock pads were missing. As two of the floor lock pads were missing it caused the table to move. Although the user facility stated the table would not lock, the table did respond to locking commands properly however, the two missing floor lock pads did not allow the two table feet to properly engage with the floor. The operator manual states, "warning-tipping hazard: do not place patient on the table unless floor locks are engaged." The technician replaced the two floor lock pads, tested the table and returned the table to user facility for use. No additional issues have been reported. The table was manufactured in 2007 and is not under steris service contract.

Event description:
The user facility reported that while a patient was positioned on their 3085 surgical table, the table would not lock. A procedural delay was reported due to the event however, the procedure was completed successfully. No report of injury.